Event description:
The customer reported having an urgent care visit due to high blood glucose of 377mg/dl, and his blood glucose was treated with oral medication. The customer mentioned that he did blow out in his car, but it was not diabetes related. Advised the customer to call back his doctor if he needs a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with button error alarm due to flattened act button dome switch. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.